Event description:
During transcatheter therapy, two bead markers from the infusion catheter broke away. One was retrieved without incident. The other required a surgical procedure to locate and remove. Retrieval was done in conjunction with a femoral by-pass procedure with no resulting increase in length of stay or other adverse outcome for the pt.